Event description:
Device issue: no marking. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, no arterial flow was seen through the marker lumen. The device was removed and the method to achieve hemostasis was not reported. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.